Event description:
It was reported 11/04 single-use implantable drug delivery device indwelling needles with cracked side seals on the inner packaging do not ensure sterility. Replace with a new single-use implantable drug delivery device needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the packaging is confirmed; however, the exact cause is unknown. Two photographs of a powerloc pouch were returned for evaluation. An initial visual observation of the photograph showed a small hole in the side of the pouch as well as the front labeling of the pouch. No use residues were observed on the sample in the returned photograph. No damage could be seen on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported 11/04 single-use implantable drug delivery device indwelling needles with cracked side seals on the inner packaging do not ensure sterility. Replace with a new single-use implantable drug delivery device needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.